Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a low battery alert, off no power anomaly and weak battery from the insulin pump. The customer stated that he woke up with 413 mg/dl and treated it. The customer stated for the last couple of days, he has gone through batteries like crazy. The customer stated that the batteries are dead less than 24 hours. The customer stated that the batteries did not last more than 1 week. The customer stated that the pump had a weak signal and recurring lost sensor alert. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that it was less than 24 hours from the low battery alert to the off no power alert. The customer stated that the battery cap is not loose, cracked or damaged. The customer was advised to insert new aaa batteries.